Event description:
The patient's pca pump was found to be empty unexpectedly. The equipment was checked, and it was believed that the patient was able to draw from the cassette. The latching mechanism is prone to failure from overuse/improper use and makes the pump vulnerable to manipulation as the gate on the tubing does not completely close (too much of a gap between the cassette and the gate), leaving it open and possible for someone to draw from the cassette. There is opportunity for improvement on the latching mechanism design to prevent manipulation that could result in overdose if a patient were to draw from it.